Event description:
It was reported that the imaging catheter tip got broken and the imaging catheter got stuck into the wire. The target lesion was located in the left main trunk. During percutaneous coronary intervention (pci), an icross¿ imaging catheter was used to view the lesion. Intravascular ultrasound (ivus) was then performed. When the icross¿ was tried to be removed out of the coronary artery, it was noted that the icross¿ became stuck to a non- bsc guidewire. The guidewire was then removed from the patient's body in order to remove the stuck catheter. Once the devices were outside, it was noted that the catheter tip was broken and the guidewire was mangled. The procedure was completed with a new guidewire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that device was entangled with a non bsc guide wire and had bloodstain inside of the distal tip assembly, the guidewire exit port assembly was damaged and the tip was damaged and separated at 104.9 cm from femoral marker to the distal. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter tip got broken and the imaging catheter got stuck into the wire. The target lesion was located in the left main trunk. During percutaneous coronary intervention (pci), an icross¿ imaging catheter was used to view the lesion. Intravascular ultrasound (ivus) was then performed. When the icross¿ was tried to be removed out of the coronary artery, it was noted that the icross¿ became stuck to a non- bsc guidewire. The guidewire was then removed from the patient's body in order to remove the stuck catheter. Once the devices were outside, it was noted that the catheter tip was broken and the guidewire was mangled. The procedure was completed with a new guidewire. No patient complications were reported and the patient's status was stable.